Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, left ovarian cyst with familial hx of ovarian carcinoma and mesh was implanted. It was reported that the patient had a concurrent procedure of a laparoscopic bso performed during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent a transvaginal urethrolysis and removal of mesh due to chronic inguinal and pelvic pain on (B)(6) 2010. It was reported that patient underwent excision of vaginal scar in anterior wall, advancement of anterior vaginal wall flap due to post complications of mesh surgery and scar in the right distal vaginal area on (B)(6) 2011. No additional information was provided.